Event description:
It was reported that while in central sterile processing, it was observed that the shaft of the compact speed reducer device was separated from the device. This event was not related to surgery. There was no patient involvement. There were no reports injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was missing a bushing and the shaft was bent. Therefore, the reported condition was confirmed. It was determined that the shaft was bent from allowing the device to come into contact with a hard object. It was determined that the bushing was missing because the snap ring came out of place. The assignable root cause was determined to be due to misuse, abuse, and/or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.